Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the peritonitis was not reported. It was not reported if the patient was recovering or had recovered from the peritonitis event. It was not reported if pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Additional information: on an unreported date, the patient experienced peritonitis. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.